Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-06906433 b5: additional information h6: additional information.

Event description:
Subsequent to the initial report, additional information was received.